Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record determined the motor speeds were unstable and the calibration was out at the 0 reading. The motor was replaced and the device was recalibrated. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device was sent had a calibration issue, and a defective motor needed to be replaced. The event timing was not during surgery. There was no impact to the patient as there was no involvement. The investigation found the motor was running inconsistently. No further event information available at the time of this report. There is no additional information available.